Manufacturer narrative:
Unique device identifier (UDI) is unavailable. Device manufacture date is unavailable. A medtronic representative went to the site to test the equipment. Testing revealed that the navigation system functioned as designed. The system then passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information that, while in a functional endoscopic sinus surgery (fess), the surgeon could not pass registration. The surgeon opted to complete the procedure without the use of the navigation system. It was reported that the site did not hold the footswitch when there was no reported delay to the procedure due to this issue. There was no reported impact on patient outcome. No additional information was provided.

Manufacturer narrative:
Additional information: unique device identification (UDI) and device manufacture date provided.

Manufacturer narrative:
A software investigation was conducted to determine probable cause. The patient archive was reviewed and it did not include registration history. The exam had a limited field of view (fov) with the top and back of the head cut off. The software investigation was unable to determine probable cause without further information since the behavior could not be replicated. It was noted, however, that a suspected cause of the reported issue was user error. If information is provided in the future, a supplemental report will be issued.